Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis

Event description:
It was reported that two days post op of a splenectomy procedure which was performed on (B) (6) 2010, the patient was returned to surgery due to a deteriorated condition in the patient¿s progress. During the additional procedure the surgeon noticed the short gastric vessel had not sealed and was bleeding. It is not known if the patient required any units of blood or how the surgeon completed the case at this time. They completed the procedure with a new like device. Device had been discarded.